Event description:
It was reported that after a competitor's iab was placed transthoracically and then removed because of poor augmentation, arrow's iab was also placed transthoracically. The augmentation problem recurred, but the iab was left in place. Later, blood was noted in the helium tubing. The iab was surgically removed and another iab was placed without complications.